Event description:
A malfunction alarm was reported due to an altitude alarm on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer initially suspended insulin delivery and cleaned the speaker holes as instructed by technical support. Since the original cartridge did not vent properly, the customer loaded a new cartridge, which resolved the issue, and the pump resumed normal operation.